Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed on (B)(6) 2021. The gi bleed was confirmed. The patient underwent an esophagogastroduodenoscopy (egd) which showed an arteriovenous malformation (avm). The patient experienced weakness and decreased hemoglobin. Treated with transfusion, egd, and avm clipped. The patient is stable and was discharged home. No device malfunction or adverse event thought to be related to the device occurred. The issue has resolved. The plan of care is close monitoring and gi follow up. The patient is alive and no device is available for evaluation.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed one low flow alarm and multiple pulsatility index (pi) events. The center reported that these log file findings were due to volume depletion from bleeding. A specific cause for the reported bleeding, and a direct relationship with the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19nov2018. The current revision of the heartmate left ventricular assist system (lvas) instructions for use (IFU). This IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for bleeding from their stomach (fundus) resulting in weakness, fatigue, and low flow alarms. The patient was noted to have hemoglobin and hematocrit of 5.5 and 18 respectively. The patient reported minor nosebleeds (baseline) and no bloody stools. The patient had received 3 units of blood transfusions to date. Bleeding was diagnosed via esophagogastroduodenoscopy following bipolar circumactive probe (bicap) cautery/thermal cautery. There were multiple low flow alarms on the afternoon of (B)(6) 2021. Continuous pulsatility index (pi) events were noted and the site reported that suction events were likely due to the patient's blood volume depletion. The low flows and pi events resolved after the patient received a transfusion of packed red blood cells. The event log did not capture any low flow events because they were overwritten by newer incoming data, which included pi events. The periodic log captured flows less than 2.5 lpm on (B)(6) 2021 and (B)(6) 2021. The device appeared to be working as intended and did not appear to be contributing to the patient's symptoms.